Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2016. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Lab analysis summary: visual analysis of the returned device identified: opening, wear abrasion, crease fold. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify crease smooth opening on posterior y opening sharp in the anterior side. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease smooth opening on posterior assessed to a fold flaw opening a crease sharp opening on anterior due to a fold flaw opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.